Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported a broken instrument. The distal tip of the t27 final driver sheared off during final tightening. No pieces remain in the patient and the surgery was completed.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Manufacturer narrative:
The returned device was examined. The drive tip was sheared off; the complaint is confirmed. A review of the manufacturing records did not identify any issues which would have contributed to this event. This issue is being investigated via CAPA.